Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the unit of measure on their locked freestyle freedom meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.